Event description:
As reported, the balloon of a saber rx 5mm 4cm 155 ruptured at its nominal pressure during pre-dilation while in the vessel. The balloon was removed from the patients body intact and the procedure was completed with a new non-cordis balloon catheter. There was no reported injury to the patient. The product was stored properly according to the instructions for use on ruptured while in the vessel.(IFU). There was no difficulty removing the product from the hoop or while removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted on the device prior to inserting into the patient. The device was prepped per the IFU and was able to maintain negative pressure. The lesion was in the popliteal artery and the anterior tibial artery with occlusion. An ipsilateral antegrade approach was made. The lesion was noted to have moderate calcification. There was no vessel tortuosity noted. The lesion had a 100% stenosis and was a chronic total occlusion (cto). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting through the guide catheter. The balloon catheter did not have difficulty tracking through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend and was never kinked while being used. A non-cordis inflation device was used to inflate. The device was discarded due to suspicious infectious disease.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82188208 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a saber rx 5mm 4cm 155 ruptured at its nominal pressure during pre-dilation while in the vessel. The balloon was removed from the patient¿s body intact and the procedure was completed with a new non-cordis balloon catheter. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU) and ruptured while in the vessel. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There were no kinks or other damages noted on the device prior to inserting into the patient. The device was prepped per the IFU and was able to maintain negative pressure. The lesion was in the popliteal artery and the anterior tibial artery with occlusion. An ipsilateral antegrade approach was made. The lesion was noted to have moderate calcification. There was no vessel tortuosity noted. The lesion had a 100% stenosis and was a chronic total occlusion (cto). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting through the guide catheter. The balloon catheter did not have difficulty tracking through the vessel and there was no difficulty crossing the lesion. The catheter was never in an acute bend and was never kinked while being used. A non-cordis inflation device was used to inflate. The product was not returned for analysis as it was discarded due to suspicious infectious disease.. A product history record (phr) review of lot 82188208 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of chronic total occlusion likely contributed to the reported event. A chronically occluded vessel makes crossing into the lesion challenging; it is likely damage to balloon material occurred in the attempt to cross or upon inflation. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of a saber rx 5mm 4cm 155 ruptured at its nominal pressure during pre-dilation while in the vessel. The balloon was removed from the patients body intact and the procedure was completed with a new non-cordis balloon catheter. There was no reported injury to the patient. The product was stored properly according to the instructions for use on ruptured while in the vessel.(IFU). There was no difficulty removing the product from the hoop or while removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted on the device prior to inserting into the patient. The device was prepped per the IFU and was able to maintain negative pressure. The lesion was in the popliteal artery and the anterior tibial artery with occlusion. An ipsilateral antegrade approach was made. The lesion was noted to have moderate calcification. There was no vessel tortuosity noted. The lesion had a 100% stenosis and was a chronic total occlusion (cto). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting through the guide catheter. The balloon catheter did not have difficulty tracking through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend and was never kinked while being used. A non-cordis inflation device was used to inflate. The device was discarded due to suspicious infectious disease.